Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the mid left anterior descending artery with one xience v 3.0 x 23 mm stent. Upon routine study follow-up, it was discovered that the patient died on (B)(6) 2011. The cause of death is currently unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.